Event description:
It was reported that the rn stated patient was near targeted temperature (tt) of 36.5c (pt was 36.9c), but for the last hour patient temperature (pt) had been rising now to 37.5c in an arctic sun device, sn: (B)(6). Patient temperature (pt) was: 37.5c, targeted temperature (tt) was: 36.5c, water temperature (wt) was: 9c. Rn stated the cardiac monitor was reading patient at 36.9c. The most recent alert was alarm 14 probe out of range. Confirmed rectal probe placement was verified. Had them check cable connections and flex cable. As soon as cable flex the patient temperature (pt) began jumping back and forth between 36c and 37c. Advised temperature cable needs to be replaced. Noted if they don't have spare on the floor, then contact biomed for replacement or take from device not currently in use. Needs to be addressed as water temperature (wt) determined by the pt1 reading. Suggested to call back with any alarms or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: f,h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated patient was near targeted temperature (tt) of 36.5c (pt was 36.9c), but for the last hour patient temperature (pt) had been rising now to 37.5c in an arctic sun device, sn: (B)(6). Patient temperature (pt) was: 37.5c, targeted temperature (tt) was: 36.5c, water temperature (wt) was: 9c. Rn stated the cardiac monitor was reading patient at 36.9c. The most recent alert was alarm 14 probe out of range. Confirmed rectal probe placement was verified. Had them check cable connections and flex cable. As soon as cable flex the patient temperature (pt) began jumping back and forth between 36c and 37c. Advised temperature cable needs to be replaced. Noted if they don't have spare on the floor, then contact biomed for replacement or take from device not currently in use. Needs to be addressed as water temperature (wt) determined by the pt1 reading. Suggested to call back with any alarms or questions.